Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was just getting small pieces of skin. The event occurred during surgery. On (B)(6) 2017, it was clarified that the issue was not found upon opening a device before use or during first-ever use. There was no medical intervention or additional surgical procedures required. The harvested graft was usable and no additional grafts were needed. The blade was properly placed and the dermacarrier was at room temperature when used. The device has not been replaced by someone other than zimmer biomet. Another device was not used to complete the surgery and there were no adverse events associated with the failure. There was no e extension or delay to surgery. The surgical technique was used on the product. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome was not performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non verifiable as the device was not returned for evaluation or repair. The reported event was non verifiable as the device was not returned for evaluation or repair, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device was just getting small pieces of skin. No patient involvement. No adverse events have been reported as a result of the malfunction.